Event description:
A report was received that the patient was having difficulty charging the ipg. It was uncovered that the patient had several surgeries over the past few years since his original implant. The physician believes that electrocautery might have been used, causing charging issues with the battery. The patient will undergo a replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient's previous surgeries were not device nor pain related.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was uncovered that the patient had several surgeries over the past few years since his original implant. The physician believes that electrocautery might have been used, causing charging issues with the battery. The patient will undergo a replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient¿s ipg could no longer keep the charged. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was uncovered that the patient had several surgeries over the past few years since his original implant. The physician believes that electrocautery might have been used, causing charging issues with the battery. The patient will undergo a replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).